Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va22fk6, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-sep-2023, UDI#: (B)(4). This event was also reported under manufacturer report #3004209178-2020-03067. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a manufacturer representative (rep) that intraoperatively, after the lead replacement was complete, they had attempted to hook up with the old ins to the new lead. The rep noted that electrode connections were cleaned and looked good, however there were multiple impedance issues, including 0, 2 0, 3 1, 3 and 2,3 connections when the test was run at 1, 1.5 and 2 amps. The rep noted that there were no lights on the field or anything obviously interfering with the test and ultimately, it was determined that it could be battery related so they decided to replace the patient¿s ins. (It was noted that the ins was discarded by the customer.) The rep then reported that issues still arose afterwards; they ultimately got no impedances when running the impedance check on the new battery at 1.5 amps with a pw of 300. In response to the inquiry for what troubleshooting and actions/interventions were taken, the rep stated that they had run impedance checks at 1, 1.5 and 2 amps and then they increased the pulse width (pw). The rep stated that they also made sure that there were no known or obvious interferences nearby. The rep stated that they were not thrilled with the results however they loved the lead placement and the motor response and it was a brand new battery. Thus the patient was programmed afterwards and felt vaginal stimulation at .8 amps. The rep stated that ¿everything seemed good;¿ the patient was actually happy to get a new battery and that feeling vaginal stimulation at .8 seemed to indicate everything was working properly at this time post-implant. There were no further complications reported.